Event description:
It was reported that the patient presented to the emergency department after passing out, fell, and sustained an injury to the head. An interrogation of the implantable cardioverter defibrillator (ICD) device clearly indicated oversensing of electromagnetic interference (emi). The patient stated that they were having a CT scan at the time of the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).